Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have no audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device was found to have no audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be corrosion on the j6 connector of the input/output (I/o) board. The I/o board requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.